Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the catheter adapter of a peritoneal dialysis (pd) transfer set and the titanium adapter. The connection issue was further described as the transfer set unscrewed from the patient¿s titanium adapter. The patient was not performing pd therapy at the time of the event. To resolve the issue, the transfer set was replaced; however, the titanium adapter remained in use. The patient received prophylactic antibiotics as a precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.